Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted transgastric to facilitate a pancreatic fluid collection during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2026. During the procedure, there was an adequate window, allowing successful placement of the axios device. However, during deployment of the second flange, it did not fully deploy. The physician had to jiggle the stent with forceps to make sure it fully open to be sit correctly in the collection. The procedure was performed using forceps, and the stent is planned to be retrieved on (B)(6) 2026. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Imdrf impact code f2301 captures the reportable event of additional device required. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent partially deployed. The device was not returned for analysis since it's still implanted; therefore, a technical analysis could not be performed. However, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. On the other hand, the event of additional device required could not be confirmed because happened during the procedure and there is not an objective evidence or descriptive conditions to establish the cause of the reported event. Device technical analysis: the device has not been returned for analysis. Therefore, a technical analysis could not be performed. Labeling review a labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label. Additionally, stent partially deployed is noted within the product labeling as a possible adverse event associated with the use of the device. Risk review a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: taking all available information into consideration, the investigation concluded that the most probable cause is known inherent risk of device.